Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va01fg7, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that for the past 1-2 weeks the patient had felt like they had an increase in their heart. The patient felt pounding down their leg, back, and arms and felt their pulse everywhere. It was reported that the patient wanted to know if it was device or medicine related. The patient turned their device off this afternoon, and felt slightly better. It was reported that right after the patient was implanted they felt a shocking feeling as the device was on too high. It was noted that the manufacturer representative never called the patient back. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. It was noted that the patient spoke by phone to an assistant in their hcp's office on (B)(6) 2012 and was told to turn it down to 0.4v and to see a cardiologist.